Manufacturer narrative:
No report of procedure delay or cancellation. All instruments were reprocessed prior to use in procedures. The user facility stated after running a sterilization cycle, an employee retrieved the steris verify v24 self-contained biological indicator from the sterilizer and experienced a burn on her fingers when she came in contact with the scbi. The scbi which was used was identified to be damaged, allowing hydrogen peroxide to become trapped within the media of the ampoule. The user facility confirmed that the employee was not wearing proper ppe at the time of the reported event. The v-pro max operator manual (1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." User facility personnel stated that the scbi was most likely damaged while in the pouch prior to being placed in the sterilizer allowing the pouch to be bumped by other items. Steris quality inspected the retains of the lot number and confirmed there was no evidence of damage. The DHR was reviewed and no abnormalities were identified. The scbi is completely self-contained and includes a glass ampoule of growth media within a plastic vial. The growth media is not hazardous. The steris verify v24 self-contained biological indicator instructions for use states "caution: in some instances, residual hydrogen peroxide may be trapped within the media of a damaged ampoule. Should this occur avoid direct contact with the scbi and its contents. Place entire test pouch and its contents into a steam compatible container and dispose according to the instructions at the end of this document." And "caution: always wear gloves when handling the scbi. A steris service technician inspect the v-pro max sterilizer and found it to be operating according to specifications; no repairs were required. A steris account manager offered in-service training however, the user facility has declined this offer. They will conduct in-service training internally.

Event description:
The user facility reported an employee obtained a burned when removing a steris verify v24 self-contained biological indicator from a v-pro max sterilizer following a completed sterilization cycle. The employee washed their hands with soap and water and returned back to work.